Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 348 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as vomiting and thirty. Customer reported that insulin pump had motor error. Customer stated that they were unable to clear the alarm and also were unable to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with incorrect information. The correction has been made in this report.